Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was observed to be cracked. The pump successfully powered on with the returned battery cap. When the pump powered on, the display screen was noted to be dim and discolored with a reddish hue. Unrelated to the battery compartment and display issues, the bolus button cover was observed to be missing. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation completed (B)(4) 2014.